Event description:
A home dialysis pt using an automated peritoneal dialysis cycler machine reported inaccurate dwell and drain times during pac-xtra treatment. On 4/4/97, the pt claimed an overfill on the device had occurred, causing a hernia to develop. Pt was instructed by his nephrologist on 4/1/97 to watch hernia and advise. No medical intervention was performed. Pt's complaints of worsening pain prompted evaluation by surgeon. Baxter was informed of hernia repair on 5/16/97 during follow-up phone call to dialysis center.